Event description:
It was reported that during a clinical trial procedure with the subject flow diverter for a left carotido-opthalmic unruptured aneurysm, it detached from the delivery wire during deployment. Physician resheathed and replaced with a similar device to complete procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there were no anomalies noted to the stent delivery system prior to use, the direction for use was adhered to, continuous flush was maintained, the patient¿s anatomy was extremely tortuous. Access was through radial access. The flow diverter was recaptured/resheathed back 2 times during the procedure. The event date was stated to be (B)(6) 2021 and the expiration date was noted to be 09/june/2020. The device was used past the expiration date. This may have contributed to the reported issue but as the device was not returned for evaluation this cannot be conclusively determined. It is most likely that anatomical factors such as severe tortuosity contributed to the reported event, but as the device was not returned to site for evaluation this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use. The as analyzed defect 'device used past expiration date' was assigned the assignable code of 'user-customer-user error' as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. In this case the product used in procedure was past expiration date.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during a clinical trial procedure with the subject flow diverter for a left carotido-opthalmic unruptured aneurysm, it detached from the delivery wire during deployment. Physician resheathed and replaced with a similar device to complete procedure without clinical consequences to the patient.